Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s pump was bumped, the glass cartridge shattered inside the pump, the user removed the glass, and subsequent replacement cartridges leaked between the cartridge and adaptor; the issue recurred across multiple boxes, and the ilet was replaced out of caution due to concern that the plunger or piston was compromised, consistent with a leak/splash associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a device leak affecting the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.